Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced insufficient blood flow. . The following information was provided by the initial reporter. The customer stated: customer was performing blood draw on a patient using the utpbbcs set. After insertion of the wingset, customer had proceed to insert a greiner vacuette serum tube, 6ml into the holder. However, there was not blood flow into the tube. So the customer removed and discarded the tube thinking that the tube had no vaccuum. Customer repeated again with 2 more greiner vacuette serum tube, 6ml (different lot numbers), and again still no blood flow into the tube. She then tried to force the blood tube harder into the holder, and only had she managed to obtained blood flow into the tube.

Manufacturer narrative:
H6: investigation summary bd did not receive customer samples or photos in support of this investigation. Therefore, 10 retention samples were subjected to functional testing and the customer¿s indicated failure mode of insufficient blood flow was not observed. As no customer samples or photos were received the scope of this investigation is limited. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on retention sample testing results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced insufficient blood flow. . The following information was provided by the initial reporter. The customer stated: customer was performing blood draw on a patient using the utpbbcs set. After insertion of the wingset, customer had proceed to insert a greiner vacuette serum tube, 6ml into the holder. However, there was not blood flow into the tube. So the customer removed and discarded the tube thinking that the tube had no vaccuum. Customer repeated again with 2 more greiner vacuette serum tube, 6ml (different lot numbers), and again still no blood flow into the tube. She then tried to force the blood tube harder into the holder, and only had she managed to obtained blood flow into the tube.